Event description:
The hospital originally reported that during the endoscopic vein harvesting procedure, the device cautery would not grasp the tissue. At the time, it was unknown if this was due to the electrodes or the c-ring. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Product was returned on 08/20/08 and upon opening the box on 8/21/08, maquet discovered the "blade was bent over the electrode". This is a MDR reportable event.

Manufacturer narrative:
Investigation results: the blade of the bisector was hooked (bent) over one side of one of the bisector electrodes. This defect confirms why the cautery device could not grasp the tissue. The blade tip was wedged firmly up against the bisector electrodes so that it could not be dislodged with the slider on the bisector handle. Once the blade was manually dislodged, from the top heating electrode, the blade's extension and retraction distances were both out of speciation. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.